Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The primary tubing set was being used to deliver an unspecified medication via a plum pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, it was reported that the clave secondary port broke off from the cassette of the primary tubing set. The customer contact reported that an unspecified volume of solution leaked. The customer contact reported unspecified injuries; however, no specific details have been provided. Though requested, no additional information was provided, including the specific injury details, if the solution that leaked was cleaned up according to the user facility's protocol, and if the tubing set was replaced and the therapy was resumed. Hospira is continuing to investigate.

Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 151195h and 151225h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.